Event description:
A malfunction code was reported for a pump, and there were no notable events prior to this malfunction. There was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, as the existing pump could not be reset. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery and to return the malfunctioning pump using a pre-paid label. The pump was under warranty, and the customer confirmed the shipping address and understood the instructions for storing and returning the pump.